Event description:
Patients mother reported that the pump malfunctioned and nurse had to use loaner pump. Adverse event was not reported. Missed dose was not reported. Details of malfunction not reported.